Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (1.5 tesla). Surgery to reposition the magnet was completed on (B)(6) 2018. The implanted device remains.